Event description:
Amk knee revised due to pain. Size 2, 12mm amk insert replaced; other components remain in situ.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. It was reported the patient was revised due to pain and the insert was changed. All other product remains in situ. Review of provided patient x-rays by depuy product development finds from an engineering standpoint and based on the x-ray provided no abnormalities can be determined. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.